Event description:
The stent anchor wings failed to project outward far enough to immobilize the stent within the bile or pancreatic duct. The stent was removed and replaced with another stent during the same endoscopic procedure. There was no patient injury.